Event description:
It was reported that, "trident psl 54mm cup was implanted in patient by dr. In 2007. Subsequently, cup loosed & went in a vertical position in patient. Cup was revised in 2008. Cup showed no evidence of bony ingrowth."

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If device becomes available with additional information, a supplemental report will be issued.